Event description:
During post go-live discussion with (B)(6), customer (2 facilities) reported the tubing used with propofol was leaking around the top where the container top/spike meet. Customer noted the cap over the air port was open, as the propofol is in a glass bottle. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). No product will be returned as no product was saved per customer. The customer complaint of set leaked around the top where the container top spike meet could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unknown model and unknown lot number due to no information being provided by customer.